Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2 foreign: belgium. Review of the most recent repair record determined the device failed the test mesh as the unit was out of calibration, the roller was worn, the side plates were old, the cutter was damaged and a screw was missing from the ratchet. The roller, cutter, side plates, and a screw were replaced and resolved the reported issue. The device history record (DHR) review was unable to be performed as lot number was not provided, and is required to perform the review. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during maintenance that the following failure descriptions were noted: calibration issue; worn roller; worn cutter; missing screw; side plate replacement. The event occurred outside of surgery. There was no reported patient harm, or delay. At investigation it was noted that the device failed the test cut. Due diligence is in complete, no further information is available at this time.